Event description:
The user facility reported their system 1e was leaking water. No report of injury or procedural delays or cancellations.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and observed that the user facility staff had repaired the leak prior to the technician's arrival. The customer stated the leak was coming from the pre-a&b filter assembly inlet connection. The technician inspected the inlet connection and ensured the user facility repair was properly completed. The technician tested the unit, and confirmed it to be operating according to specification. No additional issues related to the reported event have been reported.